Event description:
During a remote follow up, it was noted there were episodes of oversensing due to noise on the right ventricular (rv) lead. It was suspected the noise was due to an unrelated procedure that had occurred. No intervention has been performed at this time. The patient was stable and will continue to be monitored.